Event description:
The initial electrode insertion in 2017 was not able to be fully inserted and placement was incorrect. The device was explanted under a general anaesthetic. The patient was re-implanted with a new device in the same procedure.

Manufacturer narrative:
This report is submitted on october 11, 2022